Event description:
An article in the journal of vascular surgery reviewed outcomes of patients who sustained acute blunt descending thoracic aortic injury between (B)(6) 1990 and (B)(6) 2010. Of the 100 patients identified over the 20-year study period, 60 (60%) underwent conventional open repair, 26 (26%) underwent endovascular repair, and 14 (14%) did not undergo an aortic intervention. This article describes a patient who received a tag device that was deployed successfully at the time of the primary procedure but was found to be malapposed on post-operative day 3. This patient was treated with a talent device in a similar fashion to our other patient who experienced the same complication at the time of their primary intervention. It was reported in the article that the mean age was 39.5(+/- 20.1) years and 68% of the patients were male.

Manufacturer narrative:
(B)(4). (B)(6). The cause of the malapposition is unknown. Riesenman pj, brooks jd, farber ma. Acute blunt traumatic injury to the descending thoracic aorta. Journal of vascular surgery 2012; 56(5); 1274-1280.